Event description:
It was reported that the large volume pump (lvp) module that was delivering medicine had changed to a different volume. The customer set the levophed medication on the lvp down to 0.05mcg/kg/min at 1238 hours on (B)(6) 2025. They returned to titrate the lvp down again at 1359 hours and found that the infusion rate was set at 0.0777mcg/kg/min. Customer noted that there was no staff member on the unit at the time and stated that they had to make any titrations to this infusion. They noted that there were no non-medical personnel or visitors in the room during this time period. There was patient involvement, but outcome was unknown.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of over infusion was not replicated during the investigation. The log analysis confirmed the issue to be due to an user programming error as the rate was modified by the clinician from 7.725ml/h to 15ml/h. The recalculated dose was 0.0777mcg/kg/min, consistent with the issue described in the complaint. No issues or anomalies were found on the inspection of the device that could be attributed to the reported incident. All inspected parts were manufactured by bd. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification with no signs of unregulated flow being observed. Spring functional test observed no issues, and all tests passed, indicating the occluders and springs were functioning as intended. The incident administration set was not returned for this investigation; therefore, their testing could not be performed. The pcu event log shows activity on (B)(6) 2025, beginning at 10:56 pm, when pump module 8100 (s/n (B)(6)) was powered on and assigned to channel b. A norepinephrine infusion (drugid (B)(4)) was programmed with an initial rate of 10ml/hr, followed by multiple dose and rate adjustments throughout the night. Between 11:00 pm and 4:28 am, the infusion was repeatedly paused, restarted, and modified, resulting in recalculated rates of 11.5875, 13.5187, 15.45, 13.5187, 11.5875, 9.6562, and 7.725ml/hr. The specific change to 15ml/hr occurred between 03:31 and 03:32 am, when the rate was increased from 7.725ml/hr to 15ml/hr, triggering a below guardrails confirmation. The infusion continued with subsequent adjustments until the pump was paused at 5:20 am, with a final pvi of 72.19ml and no additional infusions recorded. Proper operation of the bd alaris system requires users to be familiar with its features, setup, programming, IV sets, and accessories. All instructions, including those for attached modules and disposables, must be read before use. Users must verify that the information displayed on the pcu matches scanned data, especially when prompted to accept or decline a change in patient ID. The bd alaris pcu is the core of the bd alaris system, providing a common user interface for programming infusions. However, the bd alaris system user manual emphasizes verifying infusion parameters before selecting the start key. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the customer. Root cause: the root cause of the reported over infusion is being attributed to user programing error. The facility reported the dose of levophed was initially programmed at 0.05mcg/kg/min (calculated rate of 9.6562 ml/h); however, the log review confirmed that the user reprogrammed the dose to 0.0777 mcg/kg/min. As a result, the weight-based infusion was automatically adjusted to a rate of 15 ml/h. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.